Event description:
Info was provided that the catheter lost its marker tips in the subcutaneous tissues of the pt. The physician had to make add'l incision to remove marker bands x2. Pt outcome is unk as not provided by reporter.

Manufacturer narrative:
(B) (4). No product was returned to assist in our investigation. However, per the provided instructions for use (IFU), in the warnings section, it is stated: "due to thin wall construction of the multi-sideport catheter, care must be exercised during manipulation and withdrawal to prevent catheter damage." Per qc spec, the bands are verified for material and that the bands are smooth, secure, and have no cracks or burrs present. Based on the info provided, it is feasible to suggest that the catheter met resistance beyond its design which led to the marker band detachment. However, without the complaint device, it is difficult to determine what may have led to this failure mode. We will continue to monitor for similar complaints, and have notified the appropriate in-house personnel.